Event description:
It was reported: the nail broke, it was implanted on the 2008. The nail was removed and an other one has been implanted.

Manufacturer narrative:
Device will not be returned. No eval will be performed. If the device or additional info becomes available, it will be provided on a supplemental report.